Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The field service engineer (fse) was on site and investigated the reported issue. No parts were replaced and the unit passed all functional and safety tests, returned to clinical use. The received internal log shows that the ventilator generated alarms accordingly due to the hospital gas supply failure, which can be observed in the test logs. The unit passed pre-use check before, after and during the event/s, however it failed gas supply test and this led to leakage. The root cause related to facility gas supply failure and there is no ventilator malfunction. The logs also contain high pressure alarms. The reason for high pressure alarms can be due to a clogged filter. However we did not get any information that if any filter is used during the event or not. No parts replaced in the system and the ventilator passed pre-use check and did not indicate any malfunction according to our fse. The logs do not contain error related to the issue, therefore, we cannot determine the cause for high pressure alarms.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).